Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been/will be requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture. The device remains implanted.

Manufacturer narrative:
Visual analysis of the photographs identified: it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: rupture: not observed. No additional observations are performed. No further actions are required as no manufacturing issues are observed. Additional, changed, and/or corrected data: h6.

Event description:
Healthcare professional reported left side rupture. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted.

Event description:
Healthcare professional reported, left side rupture. The device has been explanted.